Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac) reporting the light source intermittently turned off/on and error code e103 was displayed during three separate procedures on the same day. The reporter indicated the procedures were esophagogastroduodenoscopy and colonoscopy (diagnostic and therapeutic). All three procedures were completed using the same equipment, noting the light source was not optimal and the spare lamp was used. There were no reports of patient harm associated with the events. This MDR is for one of the three events that occurred. The other two events are being reported in mdrs with patient identifiers (B)(6).

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The customer was provided assistance with troubleshooting the issue, and the issue was resolved by reseating the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.